Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver azithromycin 500mg/250ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device alarmed for end of infusion. At that time, the nurse programmed the pump to deliver an additional 20ml vtbi (volume to be infused) and the delivery was resumed. After an unspecified length of time, the nurse entered the pt's room and noted a "solid block of air in line (tiny drops of fluid left in tubing)" distal to the pump with no pump alarm. It was reported the pump display indicated infusion complete. The customer contact could not specify if air reached the pt; however, there was no reported change in the pt status. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. The physician was not notified. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing by appropriately alarming when air was present in the tubing distal to the pump. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).